Event description:
It was reported that during the use of device for a non-clinical activity. The estimated battery life was shown to be zero and after a few minutes the heart lung machine (hlm) was shut down. The unit was restarted and then showed the battery life at 83 minutes. There was no patient involvement.

Manufacturer narrative:
Per the user facility's biomedical engineer, the reported issue was noticed during morning check up of the unit. The field service representative (fsr) could not verify the reported issue. He release tested the hlm. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the incident occurred on (B)(6) 2022 but the system log only went back to on (B)(6) 2022 so it did not cover the incident date. The power manager log did not cover the incident date. The power manager log showed that the system was used on (B)(6) 2022. The next power up showed that the central control monitor (ccm) date had changed to on (B)(6) 2017, and the system was left powered on until the date on (B)(6) 2017. The system was powered off and when it was powered back on the date was restored to on (B)(6) 2022 at 07:15 am. This would cause the system to think it was powered off for four years. The battery capacity would be 0 as reported and the power manager light emitting diode (led) and battery icon would both be red. Since the battery was likely fully charged the power manager would have quickly restored the battery capacity to full (18.0 amp hours) which explains the battery time being 83 minutes after another power cycle. The log confirmed the complaint and the issue was the ccm date change at power up. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.